Event description:
During surgical removal of port-a-cath by physician it was noted that the catheter was not attached to the port-a-cath chamber. X-rays revealed catheter in superior vena cava. After recovery and stabilization, pt was transferred to acute care hosp for retrieval of catheter. Report received that catheter successfully retrieved without surgical intervention and discharged 9/10/1998.